Event description:
On (B)(6) 2012, the reporter (patient's mother) contacted animas to report that a loss of prime issue started with the pump yesterday. She claimed that the loss of prime warning occurred twice each day during basal delivery. The reporter consulted with the patient's health care professional (hcp) and was advised to administer 2 units of novolog via injections due to a high blood glucose result on the meter at 4:30pm today. The patient was reportedly feeling tired and the ketones level was low. The infusion site and set were changed yesterday and only the site was changed today. She has confirmed that the cartridge cap was secure and there had been no force or temperature change to the pump. The reporter confirmed that the cartridges are cycled twice before filling with insulin. The reporter indicated they had tried a different cartridge from the same box but had not tried another cartridge from another box. The reporter was able to prime and air bolus without a loss of prime warning. The animas customer service representative (csr) advised the reporter to try another cartridge from another box and to continue to monitor the patient's bg levels per hcp. This complaint is being reported because the patient allegedly experienced an elevated bg excursion at the same time the loss of prime issue occurred.